Manufacturer narrative:
Analysis of the 960-559 found a damaged tool. As reported, the tip of the probe has been cut or nicked. Otherwise, with markers attached and fully seated, the probe returns good geometry and divot error readings. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a sacroiliac and thoracolumbar procedure. It was reported that the bowl tip planner passive probe was chipped. The procedure was completed with the use of navigation. There was no delay to the procedure. No known impact on patient outcome.